Event description:
Patient presented to the physician with purulent discharge and erythema at the chest incision site. On examination, the incision appeared thinned with a small central blister. Given a prior history of hematoma, the physician prescribed antibiotics. Patient presented back to the physician with persistent purulent drainage. Concerned for infection, the physician obtained wound cultures and prescribed a second course of antibiotics. Physician brought the patient into the or three days later after culture results returned positive for staphylococcus infection. Physician debrided the chest incision, irrigated the pocket with antibiotic solution, and closed the incision site. The patient will continue the previously prescribed course of antibiotics postoperatively.

Event description:
Patient presented back to the physician with swelling at the chest incision site. Patient was admitted, where the physician aspirated purulent discharge from the ipg pocket and initiated IV antibiotics. Due to continued infection, the physician brought the patient into the or the next day, removed the entire inspire system, debrided the chest pocket, flushed the pocket with antibiotics, placed drains at both incision sites, and closed. Patient was admitted and placed on IV antibiotics for observation. The patient was discharged the following day, and oral antibiotics were prescribed.